Manufacturer narrative:
On 5/8/2020, mentor became aware that field g3 report source was incorrectly reported as health professional. Consumer has been correctly chosen under field g3 on this form. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/7/2020, mentor became aware that the date of surgery was (B)(6) 2020 . Hence, following fields have been updated on this form: is required intervention has been selected under section b; field b2. Field d7 explantation date has been updated to (B)(6) 2020. Field h6 patient code "no code available" has been added. Field h6 method code has been updated to "device not returned." This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). On march 17, 2020, mentor became aware that patient experienced bilateral gushing sound. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year old caucasian female patient underwent revision breast augmentation with 650cc mentor memorygel breast implants on both sides and experienced right side implant movement, and popping sound. Breast pain was also reported on both sides. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. On march 17, 2020, mentor became aware that patient experienced bilateral gushing sound. This report is for the patient¿s left-sided device.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).